Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was in the hospital for sepsis unrelated to the device. Endocarditis was discovered and the system was explanted. The patient's condition was stable post procedure. The patient was being monitored closely.